Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 ,the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verio2 meter was reading inaccurately high compared to her feelings and/or normal results. The complaint was classified based on the customer service representative (csr) documentation. The stated that the alleged issue began around the beginning of (B)(6) 2015 when she obtained results using the subject meter which were allegedly 2-3mmol/l higher than her usual results (no actual results provided). The patient manages her diabetes using insulin and self-adjusts the dose, and denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient stated that she experienced symptoms of tired, cold, sweating and headache approximately 1 month after the alleged meter issue began and reportedly self-treated by consuming sugar and juice in response to the reported issue. The patient confirmed that her blood glucose was not measured using any another device at the time of the alleged issue. At the time of troubleshooting, the csr confirmed that the meter was set with the correct unit of measure and the test strips had been stored correctly. The csr noted that the patient did not have any control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 the lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.